Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat 80% stenosis due to plaque in the mid superficial femoral artery, the tip of the delivery system for the everflex stent broke during withdrawal after stent deployment. The broken tip remained in the blood vessel and subsequently embolized to the vessel. Fluoroscopic examination was used to identify the location of the broken tip in the blood vessel. Another stent was deployed to secure the retained tip by attaching it to the vessel wall. The lesion was pre-dilated with a non-medtronic 5mm x 200mm device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two images were returned for evaluation. The first image is a procedural image. A still image of a fluoroscopic angiogram of the left femoral artery with two deployed stents and the guidewire in vivo. A radiopaque item appears to be on the guidewire within the mid-distal femoral artery. The second image is a still image of an in vitro device without a distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.